Manufacturer narrative:
The returned device was evaluated. Timeouts were noted in the data, but the ratchet gear was observed to have been transitioning indicating that the user would have still received their programmed insulin. Measurements of the wire assembly found it to be out of specification, which led to the timeouts being generated. The exact cause of the reported high blood glucose levels could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels went very high and he had to be taken to the hospital. His blood glucose reached 630mg/dl while wearing the pod on his abdomen for between 36 and 48 hours. The patient was diagnosed with hyperglycemia. Treatment included insulin via IV and changing the pod, he was provided humalog. The device was returned for evaluation.